Manufacturer narrative:
Event date is estimated. The event of lead migration was reported to abbott. A revision took place where the lead was repositioned. Effective therapy was restored as post-op appointment. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken on 19jan2023 during which the existing lead was repositioned and therapy was restored.